Event description:
Patient presented to the physician ten days post-implant procedure with swelling at the chest incision site. Upon examination, a hematoma was determined. Physician applied a pressure dressing to the area and prescribed antibiotics.